Event description:
Consumer reports accuracy issues with their meter. Feels the readings are very erratic. Analysis run on clark error grid using mean avg. Reading (311) vs. Bd readings (121, 500) yielded data points in the c/d range of the grid, outside acceptable limits.